Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device did not allow radiation. Analysis of the log file confirmed an error that the tube current was out of range. During troubleshooting, the fse identified an issue with the x-ray ampoule which strongly limited radiation emission using the fine focus. The fse created an examination card with protocols that use fluoroscopy with a thick focus and without a grid and replaced the x-ray ampoule. After replacement of the x-ray ampoule, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to acquire images. The system was in clinical use. The patient's procedure was completed in another room. There was no reported patient or user harm. Philips has started an investigation of this complaint.